Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 add-on burette ss vlv ps ball vlv leaked during use. The following was reported by the initial reporter: "fault with 2 burettes the problem appears to be similar. Burette 1 - leaked when air inlet closed or opened, also when trying to refill burette. When on continuous infusion with air inlet closed burette filled and then leaked out the medication port. Burette 2 - set primed air inlet closed (placed in alaris pump) left standing for 1-2 hours awaiting new admission, later found burette filled and leaking from air inlet and medication port and bottom of burette. Unknown".

Manufacturer narrative:
H.6. Investigation: two 82115e samples were received for investigation with residual fluid present inside the sets; no packaging was received with the samples, however a review of the laser ID from the smartsite components confirmed a possible lot number to be 20096120. Additionally, each set was received connected to a 1000ml freeflex glucose IV bag and to a 63401eb gp set to assist the investigation. A visual inspection of one of the returned 82115e samples identified a pinhole in the piston of the smartsite component; leakage was confirmed from the damaged smartsite after a flush through. A visual inspection of the second returned 82115e sample did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The sample was then subjected to pressure testing; no fluid leakage was observed from any point of the infusion set throughout testing. A review of the production records for lot: 20096120 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the leakage could not be determined in this instance.

Event description:
It was reported that 2 add-on burette ss vlv ps ball vlv leaked during use. The following was reported by the initial reporter: "fault with 2 burettes the problem appears to be similar. Burette 1 - leaked when air inlet closed or opened, also when trying to refill burette. When on continuous infusion with air inlet closed burette filled and then leaked out the medication port. Burette 2 - set primed air inlet closed (placed in alaris pump) left standing for 1-2 hours awaiting new admission, later found burette filled and leaking from air inlet and medication port and bottom of burette. Unknown".